Event description:
While performing a bronchoscopy the aspiration needle used to perform biopsies was noted to be frayed at the tip upon taking it out of the package. Per md this is not safe for use. Times 2 packages. Both have same lot number.